Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700 . Model: sc-2366-70. Serial: 7075458. Batch: 7075458.

Event description:
It was reported that the patient presented to clinic with a lead tip erosion of the right sided cranial lead. The patient underwent a revision procedure where the erosion site was cleaned, the lead tip was re-buried, and the site was closed. The patient is healing well. It is unknown which of the two implanted leads was involved with the event.